Manufacturer narrative:
Tandem technical support followed up with the contact, who reported that the customer was using expired insulin. After the contact replaced insulin, bg's were able to be stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels (397 mg/dl) with high ketones present. The customer delivered boluses to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.